Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests met specifications. Conclusion: the functional test failure found during service and repair of the device could not be confirmed.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were contaminated and that the main printed circuit board was out of specification electrically. It was further noted that the device failed incoming testing. The generator was to be scrapped. (B)(4).

Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.